Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, and re-using insulin. Tandem clinical support informed customer that using cold insulin, and re-using insulin, is off label per the user guide. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.